Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Loose cup was removed and new cup implanted.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information provided. Further information such as return of the explanted devices for analysis, pre- and post-operative xrays, operative reports, patient history & follow up notes are needed to confirm the reported event and determine the root cause.

Event description:
Loose cup was removed and new cup implanted.